Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during demonstration to the doctor, the unit's scope was black and the glass was cracked. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. A visual inspection was performed and showed the distal cover glass is damaged and scratched, distal tip damage, the prism detached from the front lens, and the outertube needs to be exchanged. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.